Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device is found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 13.9 mmol/l (250 mg/dl) after approximately 5 to 24 hours of pod wear. The patient¿s parents reported that the 17 month old patient experienced frequent elevated blood glucose levels while using multiple pods from the same box; however, specific blood glucose values associated with these historical elevations were not provided. The parents further reported ketone values of 1.6, 0.6, and 0.7 on three separate occasions. It was additionally noted that although the pink slide moved forward and the cannula was properly inserted into the skin upon initial pod application, the cannula was not visible upon pod removal. There was no medical intervention reported for this event.